Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the valve of the catheter was detached. This event occurred while deflating the balloon on the 11th day of use.

Manufacturer narrative:
The reported event was confirmed. Received only the catheter for evaluation. The exterior of the sample was visually inspected and found that the valve cap was detached. The edges of the inflation funnel were smooth and regular. Per the functional testing, valve cap was detached from the inflation funnel. Using a lab syringe and the returned syringe, the sample was inflated and deflated with no difficulty in both action. The inflation funnel thickness measured 58 thou (within manufacturing specification; 46-65 thou). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found to be adequate to prevent the reported event. The diagram of the catheter illustrated that the valve/cap is attached at the inflation funnel prior and during usage.

Event description:
It was reported that the valve of the catheter was detached. This event occurred while deflating the balloon on the 11th day of use.